Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via merlin.net. The pulse generator exhibited far-r wave oversensing. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.